Event description:
Download data from a (B)(6) male pt revealed a battery internal resistance test failure. Zoll customer support contacted the pt and issued him a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (internal resistance test failure) has been confirmed. Upon investigation the battery was unable to communicate with a charger or monitor. The battery failed zoll's internal resistance specs of less than 0.9 ohm. The root cause for the battery failure could not be positively identified but was likely defective battery cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.